Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Add'l info was requested on 02/02/2010, 02/16/2010, and 02/23/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A consumer reported disappointment in results following bilateral intraocular lens (iol) implant surgeries two years ago. She reported that her distance and mid-range vision are poor. She now has dry eyes which is treated with medications. She also reported having pain and seeing glare around lights. In a follow-up, the surgeon stated the reason for the pt's blurry vision is dry eye syndrome; and stated that once her tear film is intact, she will "be in good shape". The surgeon stated that this event is not lens related. Add'l info has been requested. There are two medical device reports for this event. This report is for the right eye.